Event description:
Pt oxygen saturation decreased to 88%. Sutures of trach in place and midline. All efforts did not increase oxygen sats. At closer look, noted the trach tube was broken off the plate. Trach had been in place less than 24 hours, so pt intubated.